Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. During device evaluation at olympus, it was found the complaint was confirmed and the scope connector was rattling and had a cut on the boot. In addition, evaluation found the distal end plastic cover, bending section cover, bending section cover glue, and insertion tube were non-olympus parts, there was no image, switch #1 to #4 were not working, and the rfid label was peeling. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that the connector of the evis exera iii bronchovideoscope rattled as if there was something loose in the connector. The customer also noted that a b30 scope communication error message was displayed when the scope was plugged in. The issue occurred when preparing the scope for use during a therapeutic procedure. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. See b3 and b5. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
Additional information received from the customer reported the intended procedure was an endobronchial ultrasound. The patient was under general anesthesia and the procedure was delayed 5 minutes. The procedure was completed in two parts. A disposable scope was used for the first part and the piece that wasn't working was not needed for the remainder of the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event can be detected/prevented by following the instructions for use which state: "inspection of the endoscope." Olympus will continue to monitor field performance for this device.